Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period ((B)(6) 2020 through (B)(6) 2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found a broken back cover pierced pressure hose and a damaged cv1 on fill manifold which left thread inside the fill manifold assembly. Also, the coiled cord from console to display showed cabling. The fse replaced coiled cord (0012-00-1801). Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) had a broken coiled cable. No patient harm, serious injury or adverse event was reported.